Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml dilaudid at 0.72 mg/day, 15 mg/ml bupivacaine at 0.72 mg/day, and 3 mcg/ml prialt at 0.14 mcg/day via an implantable pump for malignant pain. It was reported that the patient was seeing error code 8476 on their personal therapy manager (ptm). The event date was noted to be (B)(6) 2018. No symptoms were reported. The patient was not having the pump replaced. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2019-jan-27. It was reported that the hcp thought that the motor stall "may be" due to the patient's new electric adjustable bed. It was noted the motor stall recovers on its own but recurs. The patient's weight was provided. No further complications were reported.